Event description:
The pt received an scs system including an ipg and surgical lead. It was reported that the pt was experiencing pain in the kidney area which was unrelated to his scs system. An MRI was performed while his ipg and surgical lead were implanted. The pt's scs system was explanted following the procedure and discarded by the medical facility. Prior to the MRI, the pt's scs system reportedly functioned as intended. He will likely receive a replacement system at a later date.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.